Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was confirmed. Upon inspection, the subject device was found with multiple broken elements on the um (ultrasound image) unit. Chipped probe unit was observed and cut on the um unit switch was determined. The insertion tube, light guide tube, a-rubber (distal sheaths) and a-rubber (c-cover) glue were all determined to be a non olympus parts/components. In addition, peeling on the device labels were observed. Based on evaluation findings, the failures observed could be attributed to use handling and or maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device crystals are damaged (image problem) per northfields evaluation during an unspecified procedure. No patient harm or impact reported due to the event. No user injury reported. Device return evaluation found a chipped pink rubber probe unit.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, this phenomenon was presumed to have resulted in damage due to external force was applied to the ultrasonic probe by handling . As stated on the IFU (instruction for use) the user manual states: important information: please read before use: chapter 3 preparation and inspection of the bending mechanisms inspection for smooth operation inspect the surface of the insertion tube for dents, bulges, swelling or other irregularities. Olympus will continue to monitor complaints for this device.